Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold after the patient had a fallen incident. Additional information obtained from the field representative indicated that the rv lead was fractured. The lead was then surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.